Event description:
It was reported that the patient presented in-clinic for a follow up-check. Chest x-ray showed that the atrial lead had dislodged. The dislodgment would have happened during the first two weeks after implant. On (B)(6) 2022, the atrial lead was attempted to be repositioned but the atrial lead exhibited failure to extend helix, failure to retract helix, and failure to remove stylet from lead. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event were dislodgment, a stylet insertion, and a helix mechanism issue. The reported event of a style insertion issue was confirmed. As received, a complete lead was returned for analysis. A sample stylet was used for an insertion test. X-ray confirmed the stylet was unable to be fully inserted due to the damage found at the connector region. The cause of the reported event was due to the over torqued inner coil. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.